Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event balloon burst.

Event description:
It was reported to boston scientific corporation that an occlusion balloon ca device was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2023. During the procedure, they placed a guidewire through a cystoscope and place the catheter over the wire into kidney. After placement the y removed the guidewire and cuffed the balloon; however, the balloon burst without any interference of the other items. It was reported that they removed the catheter and the procedure was completed with another occlusion balloon ca device. There were no patient complications reported as a result of this event.